Event description:
This report contains supplemental information for mentor asr submission number (B)(4) right, submitted in q2 of 2016. It was reported that a female patient who underwent primary breast augmentation surgery with a 330cc mentor smooth round high profile saline breast implant experienced right sided deflation post procedure. As a result, patient has a planned explantation on (B)(6) 2022.

Manufacturer narrative:
This report contains supplemental information for mentor asr submission number (B)(4) right, submitted in q2 of 2016. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 5, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 4, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 330cc breast implant had some creases/folds on the anterior view. In addition, the valve was observed delaminated, and it revealed a leakage. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).